Event description:
On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding the reported check lines and bags alarm (clb). The hp also reported that approximately 3 weeks ago, they had received several alarms telling them that the fluid was too hot. The hp stated that they were partially filled when the alarm went off. The hp estimated that the hc had filled them 1200 ml of their 1400 ml fill. The hp stated that the hc was covered with a blanket because they were bothered by the bright display. The hp stated that they removed the blanket, waited 15 minutes, and the hc finished the fill. The hp stated that therapy had since been going well. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not available as the customer continued to use the device. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error.the label review found the labeling adequate for the use error in this complaint. A device history was conducted and no issues were found related to the over temp fluid delivered in the logs during the manufacture of the lot or serial number.this issue is being investigated through CAPA.